Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay correct manufacture date.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the threaded tip of the inserter fractured while impacting the acetabular cup. The fractured tip remains in the patient. Another impactor was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Material hardness inspection results showed the component is acceptable to print tolerances. The root cause of the event could not be determined.